Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, g1, h2, h3, h4, h6, h11. Based on the results of the investigation, olympus confirmed the reported event, however the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripter is non responsive. There were no reports of patient harm.